Event description:
"Inner package was not sealed causing impant to fall out."

Manufacturer narrative:
Examination results verify the complaint and suggest that this event is a isolated case and likely associated with abnormal handling of the packaged product.